Event description:
A customer reported not receiving in 2008, a freestyle lite blood glucose meter replacement from abbott's diabetes care customer service. On the following month, the customer reportedly experienced the following symptoms: dizziness, poor coordination and stomach sickness. He reported going to the hospital where he was diagnosed and treated for severe hyperglycemia with an increased dosage of insulin for two days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This event did not involve a product malfunction and therefore no product investigation is required. The customer reported receiving the new product and also feeling well. This is the final report.